Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported via phone call that he was at the beach and the insulin pump was briefly exposed to moisture. The customer had the device in his pocket and was in the water for less than 30 seconds. Customer then received a button error alarm and the buttons were not responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.